Manufacturer narrative:
Device 2 of 8. E1: patient country: norway,

Event description:
Unomedical reference number (B)(4). Event occurred norway. On 09/apr/2024, it was reported that the patient faced eight infusion set cannulas were bent. The user replaced infusion set and resumed insulin deliveries successfully. No further information available.